Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This report for a check patient line alarm in which air was observed was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Event description:
The customer contacted baxter's technical service center regarding a check patient line alarm, which occurred on the homechoice during use during initial drain. The patient was connected. The baxter technical service representative (tsr) had the patient perform multiple troubleshooting steps. The patient stated there was air in the patient line. The tsr had the patient end therapy and contact their nurse. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(6) 2011 regarding the reported check patient line alarm. The patient was able to resume therapy after starting over with new supplies. The patient stated he did not notice any visible damage or abnormalities and could not determine how air might have got into the line. The patient spoke with his nurse regarding the alarm and had been continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.